Event description:
It was reported that the procedure was to treat a left brachiocephalic artery. A 10 x 40 mm armada 35 balloon catheter was advanced to the lesion and inflated. At 14 atmospheres, the balloon ruptured and then broke apart. The separated pieces were removed with a snare device. The entire balloon was removed from the anatomy. A new 10 x 60 mm armada 35 balloon catheter was successfully used to complete the procedure. There was no clinically significant delay in procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The balloon rupture and separation were able to be confirmed. Based on a visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the complaint handling database revealed no other similar incidents reported from this lot. Based on the reviewed information, no product deficiency was identified.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.